Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? If yes, please specify and inform what was done to help the patient. No, the instrument was unpacked and immediately replaced. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown ablation there was a broken needle.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2022. Investigation summary; since this occurred in switzerland, there is no call home available. Probe nm21nhc45921 (0 uses) was investigated at neuwave. The returned probe's lemo nut was disconnected and missing. This causes an incomplete connection with the pdm, therefore the probe is unable to register with the system. It may look as if no probe is connected. Manufacturing also investigated the issue and concluded this probe was built by an employee that is no longer with neuwave. The probe did not have enough adhesive holding the lemo nut in place. A re-training was completed in manufacturing to go over this issue. Lot ml21086828 was reviewed (in process sn (B)(6)). Manufacture date: 9/13/21. Expiration date: 4/30/25. The cannula for probe sn (B)(6) failed the continuity test. This cannula was replaced. No further problems were seen during the manufacturing and testing of this lot.